Event description:
I had sciton bbl performed on my face and chest for pigment spots. I now have facial scarring and fat loss over my entire face. I also have damage to the skin on my chest and fat loss there as well. Date of use: 2008. Diagnosis: pigment spots.